Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced diabetic ketoacidosis with blood glucose (bg) over 600mg/dl. Customer was taken to the hospital by ambulance and was treated with insulin drip to resolve bg level. Customer was discharged on 12/29/19 with no permanent damage. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy.